Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced poor barrier separation of the sample. The following information was provided by the initial reporter. The customer stated: it was reported that blood won¿t spin down and separate like it should. Our customer (omitted) # has a 100ct unit of item # 367988 lot #1041810 exp 2/28/2022 with multiple defective tubes. Customer has used over 20 now and state the blood won¿t spin down and separate like it should.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to poor barrier separation were observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to confirm the customer¿s indicated failure mode, (poor barrier separation) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. We do not have the capability for veterinary investigations. This investigation was performed using human blood. Bd does not have non-human data for this product and is therefore considered off label use of this product. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced poor barrier separation of the sample. The following information was provided by the initial reporter. The customer stated: it was reported that blood won¿t spin down and separate like it should. Our customer (omitted) # has a 100ct unit of item # 367988 lot #1041810 exp 2/28/2022 with multiple defective tubes. Customer has used over 20 now and state the blood won¿t spin down and separate like it should.